Manufacturer narrative:
Exact age is unknown however, over 18 years old. (B)(4) for the reported event of difficult to advance the guidewire through the peg tube. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed (B)(6) 2011. According to the complainant, during the procedure the guidewire would not go through the peg. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.